Event description:
Per the clinic, it was reported that the battery charger allegedly overheated. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.

Manufacturer narrative:
This report is submitted on december 23, 2022.